Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by kjeld soballe, bjorn thorup and inger mechlenburg.

Event description:
Information was received based on review of a journal article titled, ¿total hip replacement in the congenitally dislocated hip using the paavilainen technique¿ which aimed to examine the radiographic and clinical results following total hip arthroplasty with the paavilainen technique performed over a 10-year period using cementless mallory-head acetabular components and arcom tibial bearing components manufactured by (B)(4); and to investigate diagnoses post-operatively. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient required open reduction two days post-operatively for dislocation due to cup malposition. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2017-02073-1.